Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The evaluation was completed on the sample and the problem could not be reproduced. Sample evaluation showed the returned probe assembly was able to perform biopsy cycles without load cycle interruptions. No damage in the needle assembly and specimen collection notch that could impede its capacity to perform biopsy was observed. The sample performed consecutive load cycle repeats without jamming or stoppage during the testing. The driver that was used for the procedure was not returned for evaluation. The alleged failure mode cannot be confirmed as stated for the returned sample. The result of the evaluation is unconfirmed and the root cause unknown.

Event description:
It was reported that the first sample was taken successfully on a breast of big density containing a voluminous and hard lesion. Before the second procedure while performing a device test, the device jammed in position reset. The physician used the second needle on a second device. The test was completed, but a jam occurred when in the lesion and difficulty in removing the needle resulted in a cutaneous wound that required stitches.